Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of therapy induced arrhythmia was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced multiple ventricular tachycardia (vt) episodes which required therapy after two days of the device being implanted. The physician believed the vt episodes were induced due to the left ventricular (lv) lead function; therefore, lv therapy was disabled which caused the vt episodes to settle down. The therapy was reported to convert an atrial fibrillation (af) episode; however, the af episode was believed to be a dual arrythmia event and not caused by the device. Furthermore, antiarrhythmic medication was reported to be provided, and lv therapy was re-enabled. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced multiple ventricular tachycardia (vt) episodes which required therapy after two days of the device being implanted. The physician believed the vt episodes were induced due to the left ventricular (lv) lead function; therefore, lv therapy was disabled which caused the vt episodes to settle down. The therapy was reported to convert an atrial fibrillation (af) episode; however, the af episode was believed to be a dual arrythmia event and not caused by the device. Furthermore, antiarrhythmic medication was reported to be provided, and lv therapy was reenabled. This crt-d remains in service. No additional adverse patient effects were reported.